Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that there was no display at the data monitor. After powering on the system, the fse found the host pc was not booting up. Fse checked host pc bios battery, it was 2.1v, which is too weak to start the pc. To resolve the issue, the fse replaced cmos battery, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.